Event description:
Plate cracked at locking interface with screw and pulled loose on the dorsal/proximal hole; screw broke on plantar/proximal hole. Product was discarded and not returned for eval.

Manufacturer narrative:
Unit not returned for eval. Physician has not responded to requests for additional info. Model # 322-2722.